Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed multiple no delivery alarms. Customer's blood glucose was 529 mg/dl. During troubleshooting, customer reported the insulin did exit during fixed prime. Customer was unable to remove the set at time to examine the cannula. Customer was advised to change the entire infusion set. Customer was advised to rotate site. Customer will not be returning the device for analysis.